Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the patient experienced repeated line blocked alarms, and ongoing high glucose. Patient reported their glucose has not gone below 300mg/dl all day, despite delivering several boluses totaling about 30 units of insulin. At time of call patient's glucose was 328 mg/dl. There was no patient injury.